Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.

Event description:
It was reported that the pt's lead was exhibiting low impedance following the implant procedure. The pt reported adequate stimulation. No add'l info is available at this time.